Manufacturer narrative:
Model number/catalog number: 72404237. Serial number: n/a. Batch/lot number: 1100779063. Model/catalog description: cx preconnect ms 18cm ip iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) sneezed and was admitted into the hospital as the reservoir had displaced into their groin. A surgical procedure was performed during which the reservoir was explanted and replaced with a transfacial fixation technique. No additional information was provided.